Event description:
On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported great resistance was experienced when the coil was advanced in the catheter. The physician attempted to detach the implant coil twice, but without success. The implant coil was removed from the patient and became stretched in the process. A new coil was used to complete the procedure.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)

Manufacturer narrative:
The axium coil was returned for evaluation without the instant detacher and without the microcatheter mentioned in the complaint description. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at approximately 97.5cm from the proximal end. The implant coil was found to be severely stretched and extending from the distal end of the introducer sheath with the polypropylene filament broken. The device could not be used for testing with an in-house microcatheter due to its damaged condition. Due to a bend at the proximal pushwire tip, an in-house instant detacher was not used for detachment; however, the implant coil successfully detached when the pushwire was broken distal to the break indicator and the release wire was pulled back (manual method via hyptotube). The evaluation could not determine the cause of the event. All parts of the pusher which could affect detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).